Event description:
It was reported that patient was admitted to the hospital after falling. Increased threshold and pacing lead impedance were observed. It was not known what caused the patient to fall, but the physician suspected that it was due to the high thresholds. The lead was capped.

Manufacturer narrative:
No medwatch form was received.